Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with insulin pump error alarm and insulin flow blocked alarm. The blood glucose was 299 mg/dl at the time of the incident. Customer stated that, they are not able to rewind the pump. Customer declined troubleshooting for the high blood glucose and no delivery alarm and did troubleshooting of motor error. The customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no motor movement or negligible movement. Retries to free a stuck motor failed alarm during rewinding due to corroded motor home switch. Unable to perform functional testing due to no motor movement or negligible movement. Retries to free a stuck motor failed alarm. Insulin pump was received with scratched case.